Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable trigl triglycerides (trigl) results for two patient samples. For patient 1 the initial trigl result was 580 mg/dl. The repeat result was 87 mg/dl. For patient 2 the initial trigl result was 600 mg/dl. The repeat result was 98 mg/dl. The initial results were reported outside of the laboratory. The repeat testing was performed on another analyzer. The repeat results were deemed to be correct. There was no allegation of an adverse event. The trigl reagent lot was 23611201 with an expiration date of 30-apr-2018. A specific root cause could not be identified. Further investigation excluded a general reagent problem due to calibration and qc results being acceptable. It was noted that the customer changes the calibration factors after performing quality control testing. The customer was informed that this not recommended. The alarm trace for the analyzer showed frequent probe alarms. The customer cleaned the probes and is having no further issues.